Event description:
It was reported that during a cholecystectomy procedure, the device did not close completely. The clips jumped when the instrument was used. The physician opened another device to complete the case. No consequences to the patient. One device returning.